Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown surgical procedure on 04/14/2014 and suture was used. During the procedure, the needle pulled off the suture. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4). Representative samples were returned for evaluation. They were visually and functionally examined for strength and they met requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.